Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system was explanted due to the leads exhibiting insulation damage or broken probes. Additional details have been requested to determine the cause of the explant procedure. No additional adverse patient effects were reported. This right ventricular (rv) lead has not returned for analysis.

Event description:
It was reported that this pacemaker system was explanted due to the leads exhibiting insulation damage or broken probes and noise. No additional adverse patient effects were reported. This right ventricular (rv) lead has not returned for analysis.

Manufacturer narrative:
This lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead; however, it was not available for return. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This report is being submitted as additional information was received that this lead exhibited noisy signals. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system was explanted due to the leads exhibiting insulation damage or broken probes and noise. No additional adverse patient effects were reported. This right ventricular (rv) lead has not returned for analysis.

Manufacturer narrative:
This report is being submitted as additional information was received that this lead exhibited noisy signals. This product investigation is still in progress. This report will be updated when product investigation is complete.